Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated due to failure of the primary decompressor. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during laparoscopic procedure, it was found that there was gas leakage. The user completed the procedure with the subject device, but the user had to wait for every time the insufflation was lost to be recovered. There was an extension of procedure but without causing damage to patient. The occurrence date of the event is unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus europa se & co. Kg (oekg), omsc concluded that the reported phenomenon was attributed to the failure of the primary decompressor which might be caused by aging deterioration due to normal wear and tear because eight years and one month had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.